Event description:
During a meniscal repair the needle came loose from the applicator, therefore, t2 could not be deployed. T1 was left in the joint unsupported. An add'l fast-fix was used to complete the repair. A 15-minute delay occurred and no pt injury or complications took place.

Manufacturer narrative:
Customer indicated that the device is available, however, it has not been returned for evaluation.